Event description:
It was reported that during a hemostasis procedure, the clips remained open and fell on the operating table. The legs of the clips got an x-shape with subsequent bleeding. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: did anything unexpected happen prior to this incident? No. Was the clip fully advanced into the jaws? Yes. Did the procedure drive the need to apply torque or twisting of the device? No. What vessel was the device fired on? Please specify the size of the vessel? Venous, with diameter from 4mm to 1 mm. Were any unexpected noises heard? If so, when? No. Was the device fired after this incident in or out of the patient? The device was not activated after the incident. What were the patient's pre-existing conditions? Normal. Was any further intervention required to repair the bleeding? How was the procedure completed? The procedure was completed with hemostatic for a vascular suture. Since there was bleeding, is it possible that the patient's health history or anatomy contributed to the difficulties that were encountered? No. How much blood did the patient lost? Was a transfusion required? No. Was the patient taking any anticoagulants? If yes, specify prescribed medication. No. Does patient have a known coagulation disorder? No. Has the patient taken any steroids? No. What was the patient's pre-op hemoglobin and hematocrit? The surgeon does not know and consider it not so relevant. What was the patient's post operative hemoglobin and hematocrit? The surgeon does not know and consider it not so relevant. What is the patient's current status? Stable. Is the patient expected to have a full recovery? Yes. Is the surgeon an experienced user of this product? Yes.